Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. No definitive conclusion can be drawn as to the cause of the event that was reportedly experienced. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device assembly was inserted into the artery, resistance was felt. The assembly was rotated 90 degrees, although resistance was still felt. The assembly was therefore withdrawn and successfully removed. The tip of the assembly, which was the locator, was found to be kinked. The device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.